Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the investigator indicates that the image was found to be noisy and blackout. The image returned to normal after drying. Additionally, there were black water drops from the bending rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause of the reported image issues could not be determined. However, it was noted that the image returned to normal after drying. In regards to the black water drops, the cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.